Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.5x20mm non-bsc balloon, a 2.50 x 38mm synergy ii drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent detached. A synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The max stent profile from the manufacturing data was within the specification. The balloon cones were examined and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.